Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter indwelled on (B)(6) 2021, and it had urine leak on (B)(6) 2021. The suction had a large resistance, and the injection balloon also had a large resistance. The bolus sterilization water had a large resistance so it could not be pushed in.